Event description:
Boston scientific received information that during the implant procedure, this right ventricular lead displayed high out of range impedance measurements. In addition, no r-waves could be obtained with a competitor pacing system analyzer. Technical services was consulted and the lead was repositioned with no changes in measurements obtained. The lead was connected to the device. Poor measurements were obtained, however were within acceptable range. It was thought this issue was due to large scar tissue. The lead was further repositioned. Post repositioning measurements obtained were acceptable. One week later, it was noted this lead had failure to capture. It was thought this was due to metabolic acidosis and not device or lead related. The patient was externally paced. In addition, increased threshold measurements were obtained. The device was reprogrammed. It was thought this resolved the issue. This lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received: the patient with this lead experienced an inappropriate shock due to atrial fibrillation and the device programming. The device was further reprogrammed and additional cardiac medication was prescribed. No further patient symptoms were reported.

Manufacturer narrative:
As of this date, this lead remains implanted and in service. Should additional information become available, this event will be updated.